Event description:
Philips received a complaint by the customer on the v60 indicating that a 1100 "program cyclical redundancy check (crc) test failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1100 "program crc test failed" alarm error occurred. When the device was removed from a patient, it started to give the 1100 alarm error. The remote service engineer (rse) performed troubleshooting with the customer and informed the customer that the crc of the ventilator program block in random access memory (ram) is computed periodically and compared with stored crc value to ensure that the program image is valid; when the crc values do not match, the ventilator restarts. The rse also noted that the manufacturer recommends the following repair per the v60 service manual: 1. Reinstall operational software. 2. Replace the central processing unit (cpu) printed circuit board assembly (pcba). The customer will reinstall the operational software and callback if further assistance is needed. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 01oct2025, 09oct2025, and 16oct2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.